Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had IV pump beeping channel error which was resolved with replacement of the upstream and downstream pressure sensors. The unit was recalibrated and passed all of preventive maintenance tests. There was no patient involvement.